Event description:
A healthcare professional (hcp) reported that a patient was injected with 1 syringe of harmonyca¿ with lidocaine one year ago. 1 month after the injection the patient had autoimmune thyroiditis.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "autoimmune thyroiditis", deemed not device related, is considered an unexpected adverse drug experience.